Event description:
Surgeon opened needle, placed it into scorpion and tested ok. When using it in patient it worked ok up to the 4th pass. During the 5th pass the needle broke off in the patient and could not be located. Surgeon states he did not hit bone. The patient will be x-rayed in surgeon's office. Although it is unknown where piece is, it is possible piece could have been suctioned out of patient. Clinical manager contacted arthrex on 2/27/06 indicating that upon x-ray evaluation, the radiologist could not notice the piece in the x-ray, however, the surgeon did notice it and states the piece remains in the patient. No plans for removal, patient was reported in good condition. This device is used for treatment.